Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the shock and right atrial (ra) channel, which resulted in inappropriate atrial tachy response (atr) episodes to be stored. Technical services (ts) was consulted, and they indicated that the reported noise oversensing resulted in pacing inhibition. Ra impedance measurements are within normal limits, but ra lead integrity is suspected to be compromised. Additionally, electromagnetic interference (emi) noise from an external source is also suspected, but it has not been conclusively confirmed. No additional adverse patient effects were reported. This ra lead remains in service.